Event description:
It was reported that during a breast biopsy procedure, the device allegedly had firing problem. It was further reported that the needle was caught in the tissue while trying to withdraw the needle. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is (B)(4). As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one marquee disposable core biopsy instrument was returned to the manufacturer for evaluation. During visual evaluation, the device appeared clean and device was received in its initial position. There were no visual anomalies noted on the device. The penetration depth marker was set to 25mm. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 12 times at the 18mm and 25mm into a pork shoulder using the automatic and semiautomatic firing options. The device was able to prime and fire properly. All 24 samples were obtained. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime and fire with no issues. However, the investigation is inconclusive for the reported difficult to remove as the condition of use cannot be replicated in the laboratory condition. The definitive root cause for the alleged failure to fire and difficult to remove could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy procedure, the device allegedly failed to fire. It was further reported that the needle was allegedly caught in the tissue while trying to withdraw. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is (B)(6). H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause for the alleged failure to fire and difficult to remove could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a breast biopsy procedure, the device allegedly failed to fire. It was further reported that the needle was allegedly caught in the tissue while trying to withdraw. There was no reported patient injury.